Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture and failure to sense on the right ventricular (rv) lead. Fluoroscopy was performed and revealed that the rv lead was found dislodged due to twiddler's syndrome. During lead revision, the physician noted that the helix would not retract. The physician elected to explanted and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, capturing problem and sensing problem. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was extended and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies. After cleaning the helix could be extended and retracted when torque was applied to the connector pin. The cause of the reported event was isolated to the blood/tissue clogging the helix. The reported events of capturing and sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.